Event description:
It was reported that the patient attended the clinic as he had lost all hearing sensation in the implanted ear. The audio processor was exchanged, and the hearing sensation was tested up to maximum output levels, however the patient had no access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.